Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's next to kin reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer reported that the damage was located around the reservoir compartment. The customer reported that the insulin pump is unable to have the reservoir comes off the insulin pump and stated that they hold the reservoir to bolus the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.